Manufacturer narrative:
A2: the exact age of the patient is unknown. However, it was reported that the patient was over the age of 18. H6: problem code 2981 captures the reportable event of brush bent. H10: investigation results an rx cytology brush was received. An examination of the device revealed that the brush was extended and the brush section has residues indicating use and handling. The distal section of the device (brush section) was kinked. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kinking of the distal section, therefore the most probable root cause classification for this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used in the hepatic duct during a bile duct cytology procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, the bristled portion of the brush was found to be bent. The procedure was completed with another rx cytology brush. There was no serious injury nor were there any adverse patient effects reported as a result of this event.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used in the hepatic duct during a bile duct cytology procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, the bristled portion of the brush was found to be bent. The procedure was completed with another rx cytology brush. There was no serious injury nor were there any adverse patient effects reported as a result of this event.